Manufacturer narrative:
UDI for concomitant product, neurostimulator, 5101: (B)(4). A visual inspection confirmed that lead was bent. Wires were seen poking out at distal end. Despite issues, lead remained fully functional. Known inherent risk was chosen as conclusion code due to reported issues (lead migration) being covered in the risk documentation.

Event description:
It was reported that a patient had a complete revision because the device did not work. It is uncertain if the device was evaluated by the clinician programmer. Images confirmed lead migration. There were no reported falls or traumas. The patient is doing much better. There are no issues with the remote control. The patient saw the physician, and both are happy with the results. The patient will call if there are any issues.

Event description:
It was reported that a patient had a complete revision because the device did not work. It is uncertain if the device was evaluated by the clinician programmer. Images confirmed lead migration. There were no reported falls or traumas. The patient is doing much better. There are no issues with the remote control. The patient saw the physician, and both are happy with the results. The patient will call if there are any issues.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, neurostimulator, 5101: (B)(4) this report is being filed for a correction to field (b5) incident description and h6: impact codes.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator, 5101: (B)(4). Correction: block h6.

Event description:
It was reported that a patient had a complete revision because the device did not work. It is uncertain if the device was evaluated by the clinician programmer. Images confirmed lead migration. There were no reported falls or traumas. The patient is doing much better. There are no issues with the remote control. The patient saw the physician, and both are happy with the results. The patient will call if there are any issues.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator, 5101: (B)(4).

Event description:
It was reported that a patient had a complete revision because the device did not work. It is uncertain if the device was evaluated by the clinician programmer. Images confirmed lead migration. There were no reported falls or traumas.